Event description:
Follow-up information revealed the patient has mental health issues and his scs system is operable. As such, no surgical interventions are pending at this time. In addition, the patient's pain and swelling has resolved.

Event description:
It was reported the patient recently fell on his ipg. As a result, the patient's ipg site is now swollen and painful. The patient also stated he is unable to use his scs system. The patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.